Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Per visual inspection: no physical damage to cartridge holder. Cartridge holder locks properly in place. Front cap shell won't lock in place. The inpen paired to the commercial app. Unit reached end of life. Inpen received with leadscrew 1/4 of the travel. Unable to perform functional test due to inpen reaching end of life. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: dose log/report data inaccuracy was unable to confirmed due to expired inpen. Unable to verify alleged high bg. Inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. Inpen working as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the dose log inaccuracy and noticed a higher priming dose after injecting insulin. The customer reported a blood glucose value of 50 mg/dl. The customer experienced hypoglycemia and was treated with glucose/carb intake. The event involved product(s) mmt-105elblna. Troubleshooting was not performed for the dose log inaccuracy. Troubleshooting was performed for the low blood glucose, and the customer believes the inpen delivers more than the intended dose(s). No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105elblna was requested, and the customer's response was that the device was returned.